Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the biometric identifier was not functional. The customer mentioned that when tried to scan the thumbprint, the scanner was not working. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer initially reported an inability to log into the application using the bio ID due to a "maintenance required" message. Prior to the technician's arrival, the station was rebooted, which allowed the customer to log in successfully. Upon further inspection, the field service engineer reseated the bio-ID universal serial bus (usb) cable, accessed the hardware test application, and verified proper operation through successful testing. The system functioned as intended after the field service engineer repaired the device.